Event description:
It was reported that the patient's hip hurts. During a follow up exam, translucent lines were seen around the shell.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. Device evaluation and results. A visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation. Insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported that the patient's hip hurts. During a follow up exam, translucent lines were seen around the shell.